Event description:
On (B)(4) 2013, the reporter contacted lifescan USA, alleging when press ok the hour glass comes up with black screen stays on for several minutes says it stops on the hour glass then eventually works. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.